Manufacturer narrative:
(B)(4). Mfg. Site name - (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a uphold¿ lite device was used during a pelvic floor repair procedure performed on an unknown date. According to the complainant, during preparation, the suture broke and detached along with the needle. The detached piece remained in the device and the carrier got stuck in the extended (closed) position. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned uphold lite revealed that the suture on the blue with white stripe dilator was broken. The remainder of the suture with the dart was not returned. Analysis also revealed that there was no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that the root cause is handling damage since the break occurred outside the patient. A complaint with a cause of handling damage indicates that the complaint was caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return.

Event description:
It was reported to boston scientific corporation that a uphold lite device was used during a pelvic floor repair procedure performed on an unknown date. According to the complainant, during preparation, the suture broke and detached along with the needle. The detached piece remained in the device and the carrier got stuck in the extended (closed) position. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.